Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: "it was reported performance needle pull off. A winding former and a detached needle of product code (B)(4), lot hg5gwmn was returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that pulled the sutures out and the needles fell off. The product code (B)(4) contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the needle pull off was suture degradation and exposure to environment.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. After opening the foil, the suture was found separated from the needle. No adverse patient consequences were reported.